Event description:
It was reported occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Reportedly the customer is wearing the pump supplies for 3-4 day, and not properly cycling the cartridge. Tandem clinical support informed customer wearing the pump supplies for 3-4 day, and not cycling the cartridge, is off label per the user guide. Customer changed the cartridge and successfully resumed insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per the user guide the customer must properly cycle the cartridge.